Manufacturer narrative:
This ipg serial number was included in field advisories. Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records review were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report: 1627487-2013-04665. Reference MFR report: 1627487-2013-04666. The pt received two leads with the same lot number and two anchors with the same lot number. On the day of a permanent implant procedure, the pt reported, he had an scs system explant previously due to an infection. Follow up with the physician's office identified the explant date.